Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2017 she obtained results of ¿53, 62, 358 and 444 mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lfs criteria for precision. The patient manages her diabetes with ¿humalog and triseba insulin alongside metformin and glimepiride pills¿ and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that on (B)(6) 2017, after the allegedly erratic results were obtained, she ¿passed out¿ however did not specify receiving any medical intervention during troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The product was replaced and requested for return. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.